Event description:
In 2008, the pt underwent surgical treatment for an abdominal aortic aneurysm using gore excluder aaa endoprosthesis. The trunk-ipsilateral leg component was placed as intended. It was not possible to cannulate the gate, because it was blocked by a septum of thrombus. The pt was converted to open repair and a surgical graft was placed in the pt. The trunk-ipsilateral leg component was explanted. The pt is reported to be in stable condition.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. Cannulation could not be achieved, due to thrombus.